Manufacturer narrative:
Qn#(B)(4). Investigation: the customer report of dilator hub separation was confirmed by visual inspection of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after the sheath was in place the physician wanted to pull back the dilator. The blue proximal part of the dilator disconnected from the dilator itself. The dilator couldn't be retracted anymore out of the sheath resulting in the fact that everything needed to be removed out of the body of the patient. A new sheath had to be placed." Patient condition reported as fine.

Event description:
It was reported that "after the sheath was in place the physician wanted to pull back the dilator. The blue proximal part of the dilator disconnected from the dilator itself. The dilator couldn't be retracted anymore out of the sheath resulting in the fact that everything needed to be removed out of the body of the patient. A new sheath had to be placed." Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened pouch containing a sheath/dilator assembly for evaluation. A separated dilator hub was also returned. Visual examination revealed the dilator hub was separated from the dilator body adjacent to the distal end of the hub. A portion of the dilator body material was visible recessed within the dilator hub indicating the dilator body tore/separated. Evidence of use in the form of dried blood was observed on the components. Microscopic examination of the points of separation revealed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. Tooling marks were also observed on the outside of the dilator hub. No issues were identified with the sheath. The dilator body length and outer diameter were measured and were found to be within specification. The returned dilator was able to pass through and be retracted from the returned sheath with minimal resistance. A device history record review was performed on the dilator and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit states, "check lumen placement by holding sheath in place and withdrawing spring-wire guide and dilator sufficiently to allow blood flow to be aspirated into side port. Flush and connect side port to appropriate line, as necessary." The customer report of the dilator hub separating from the dilator was confirmed during the complaint investigation. The returned dilator body was detached adjacent to the hub. Examination of the fractured surfaces showed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. Dimensional inspection was performed, and no issues were identified. A device history record review was performed, and no relevant findings were identified. Based on the information and sample provided, unintentional use error caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the sheath was in place the physician wanted to pull back the dilator. The blue proximal part of the dilator disconnected from the dilator itself. The dilator couldn't be retracted anymore out of the sheath resulting in the fact that everything needed to be removed out of the body of the patient. A new sheath had to be placed." Patient condition reported as fine.